Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2010 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 13659754, model/catalog description: artisan lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an scs explant procedure.